Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the implant was placed over 2 years ago and is now extruding along the superior aspect. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the implant was placed over 2 years ago and is now extruding along the superior aspect. Attempts are being made to obtain additional information from the user facility.